Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered unknown health incidents. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered unknown health incidents. The device "dreamstation auto CPAP" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, dust/dirt was found inside, and power connector of the unit was corroded and the unit cannot be powered on in order to be able to collect the error log/machine hours/error code numbers/software version. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.